Manufacturer narrative:
Nothing is being returned for evaluation, discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. A review into the mitek complaints system going back 3 years revealed two other similar complaint for this device; one was evaluated and attributed to the device having possibly been misused; the other was a device that was not able to be evaluated as it had been discarded by the user facility. We cannot discern the root or underlying cause for the reported device failure, however, based on complaint rate and customer impact we consider this event to be an anomaly. At this point in time, no corrective or further action is warranted. This file will remain receptive to any potential forthcoming information that is pertinent and clarifying to this issue, also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting to us that during an arthroscopic acl repair, the 7mm rigidfix femoral rod being used in the tunnel broke. The broken portion was easily retrieved from the bone tunnel and the procedure was concluded successfully using another same device without further issue or harm to the patient. No lot number supplied, also, complaint device discarded at user facility.